Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 500ml intravia containers had the ports detach resulting in drug leakage. This was observed during compounding, after the port was punctured with a needle. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: b5, h6 (update codes), h11. B5: upon additional information, the ports were accessed using a 18g non-baxter needle. H11: the actual devices were not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photographs showed the entire port detached from the injection site when the needle was removed. The needle inserted into the stopper of the injection site was visible. The reported condition was verified. The cause of the damage could not be determined; however, a possible cause may be due to a supplier manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.